Manufacturer narrative:
Patient age not available from the site. Onsite functional and visual examination was performed by a manufacturer representative. This issue was unable to be replicated. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was not initiating a 3d spin. There were no concerns with 2d functionality. After a few minutes, the images came out but were distorted and unusable. An alternate imaging system was used to complete the procedure. There was no impact to patient. There was a reported delay to the procedure of less than an hour as a result of the reported issue.